Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported conditon.

Event description:
The valve is not working. (Brian in s/r diagnosed it). Fs log# 98887. Ll100 cryosurgical 900001 (B)(4).

Manufacturer narrative:
Investigation x-review DHR . X-inspect returned samples . Analysis and findings complaint (B)(4). Distribution history: the complaint product was manufactured at csi on 07/28/2021 under work order (B)(4). And sold on 06/22/2022. Manufacturing record review: DHR-300153 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: no service history record found for this product. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt: the complaint unit was returned on a repair. However, based on log (B)(4) this unit was at csi on 08/04/2022. Visual evaluation: visual examination of the complaint product revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: the root cause of this issue has been attributed to a brass chip getting caught inside the valve. The brass chip possibly came loose inside the unit from another component made from brass. Fault code: component failure code: could not reliably be determined *correction and/or corrective action the complaint unit was repaired and returned to the customer. The valve and orings were replaced. The unit was tested and found acceptable. *preventative action activity coopersurgical will continue to trend this complaint condition.

Event description:
The valve is not working. (Brian in s/r diagnosed it). Fs log# (B)(4). Ll100 cryosurgical 900001 e-complaint (B)(4).